Event description:
It was reported that the battery of the tandem mobi pump would not charge. There was no adverse impact to the customer's blood glucose level. The customer managed to get the pump to charge and chose not to provide details on the resolution, stating she would call back if the issue occurred again. No additional information was received regarding the outcome of the event.